Manufacturer narrative:
(B)(4). The serial number was not provided. Therefore, the device manufacture date is unknown.

Event description:
It was reported the a ventilator did not pass the system leak test. This was a failure out of box (foob). There was no patient involvement.

Manufacturer narrative:
(B)(4). Additional information was received. This event no longer meets the requirements for reportability. Please disregard the previous report.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.